Manufacturer narrative:
Correction: upon review, the right ventricular lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients right ventricular and left ventricular leads had dislodged. The leads were seen moving when the patient moved the arm. The leads also exhibited loss of capture. The leads were explanted and replaced. The patient was stable prior, during and post procedure.